Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed creatinine (cre2) patient sample result obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges. The investigation of the event is consistent with sample-specific issues such as sample handling and sample integrity. The event was isolated to one patient sample. The customer performed standard troubleshooting and maintenance procedures, including cleaning the drains. Repeat of the same sample yielded the expected result(s). The cause of the event is unknown. A potential product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed creatinine (cre2) patient sample result was obtained on a dimension vista 1500 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the same dimension vista 1500 system. A higher result, considered correct, was obtained and reported. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed creatinine (cre2) result.